Event description:
The liner would not lock into the "pca" shell. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
The summary of eval: the eval results, although perhaps inconclusive in the absence of the event acetabular shell, could not verify the complaint & suggest that this event is not device related.